Manufacturer narrative:
Additional information: there will be investigation as this is a social media complaint and no further information could be retrieved. This is a follow up report for this additional information.

Event description:
In this event that was reported on a social media site, the patient alleges that the nontemplate aligner arch aligners killed their tooth. The tooth canal deteriorated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.